Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called to report that she was wearing the pump at the time of the hospitalization, but the event was not pump related. The customer is on chemotherapy, and was given a steroid that raised her blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high readings and low battery alert. The customer was hospitalized with high readings over 500 mg/dl. The customer declined to troubleshoot. The customer mentioned that the batteries on the pump lasted less than 1 week. The customer will be sent a replacement battery cap. The insulin pump will not be returned for analysis.